Event description:
It has been reported to philips that system was not booting. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that there was no leds lighted on the host pc¿s hard disk and connected the host pc to another monitor and confirmed that the host pc was faulty. The fse replaced the host pc and upgraded the new licenses. After replacement of the host pc and upgrading the new licenses, the system was returned to use in good working order. The codes were updated based on the investigation outcome.